Event description:
The initial reporter alleged discrepant hepatitis c virus (hcv) results using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 system. The customer's workflow involves collecting donor blood and sending separate tubes for serology and nucleic acid testing (nat). The primary tube for nat was a bd vacutainer ppt plasma preparation tube, which was centrifuged at 4000 rpm for 10 minutes at room temperature within 30 minutes of collection. The plasma was then stored at 2-8°c until testing. The following results were reported for sample ID (B)(6): on (B)(6) 2023, serology testing for anti-hcv, hbsag, and hiv duo assays on the cobas e 801 analyzer yielded non-reactive results. On (B)(6) 2023, the sample was tested using the kit cobas 6800/8800 mpx 96t ce-ivd assay (lot j24218) on the cobas 6800 system, and an hcv reactive result was obtained with a cycle threshold (CT) value of 41.99. On (B)(6) 2023, an aliquot from the primary tube was re-tested using the same assay and yielded a non-reactive result. On (B)(6) 2023, the primary tube backup was tested and also yielded a non-reactive result. On (B)(6) 2023, a fresh sample was collected from the donor and tested alongside an aliquot of the original sample in a control batch. Both samples yielded non-reactive results. This marked the third consecutive non-reactive result for the donor following the initial reactive result on (B)(6) 2023.

Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of quality control data did not identify any issues related to the reported event. Follow-up testing was conducted using an aliquot from the primary tube, a primary tube backup, and a fresh sample collected from the donor. All follow-up tests yielded non-reactive results for hcv. Based on the available information, a non-specific amplification or a low-level contamination of the initial sample tube cannot be excluded as potential causes. The cobas mpx test is a supplemental test intended to confirm hcv infections for samples that are repeatedly reactive on an antibody test and reactive on the cobas mpx test. As this was not the case for the sample in question, a true hcv infection is considered less probable. The device remains in operation at the customer site.